Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that infection was observed on the device. There were no allegation of the device being the cause of the infection due to the device being implanted almost five years ago. Device was explanted. After the infection had cleared a new device was implanted. No further information available.